Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak during treatment. The contact reported cycler noise sounding like a grumbling and rumbling noise during an unknown phase and cycle of treatment. The fluid leak was discovered during tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area and leaked from and unknown location. The patient was advised to re-setup with all new supplies when they were able. The patient contact was advised to re-setup with all new supplies and advised they already started to do a manual treatment and did not plan on using the cycler until tomorrow. Upon follow-up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated they were unaware of the exact date of the fluid leak event but confirmed the patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment when opening the cassette door after treatment was completed. The cassette door was opened and fluid was discovered in the pump module area and on the external of the cassette. It was unknown if he film on the back of the cassette was loose. Fluid leaked from the film on the back of the cassette. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and was able to resume treatment on the cycler the following evening without issue. No patient adverse effects were experienced, and no medical intervention was required. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak during treatment. The contact reported cycler noise sounding like a grumbling and rumbling noise during an unknown phase and cycle of treatment. The fluid leak was discovered during tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area and leaked from and unknown location. The patient was advised to re-setup with all new supplies when they were able. The patient contact was advised to re-setup with all new supplies and advised they already started to do a manual treatment and did not plan on using the cycler until tomorrow. Upon follow-up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated they were unaware of the exact date of the fluid leak event but confirmed the patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment when opening the cassette door after treatment was completed. The cassette door was opened and fluid was discovered in the pump module area and on the external of the cassette. It was unknown if he film on the back of the cassette was loose. Fluid leaked from the film on the back of the cassette. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and was able to resume treatment on the cycler the following evening without issue. No patient adverse effects were experienced, and no medical intervention was required. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.